Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: evaluation revealed a red line through the top of the display. Initial reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a red line through the top of the display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03-nov-2017.